Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visit emergency room and were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2020 for 3 days with blood glucose of 345 mg/dl. The customer's blood glucose when admitted to hospital was unknown. The customer did not experience any symptoms such as a result of high blood glucose. Customer experienced vomiting lead to the admission. The customer was treated with intravenous insulin infusion drip. Customer was also given humalog and fluids. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of high blood glucose. Auto mode system was not used at the time of high blood glucose event. The insulin pump will not be returned for analysis.